Event description:
It was reported that the pump exhibited a cassette inserted incorrectly error. The error was discovered prior to patient use. No patient injury or involvement was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with worn battery door. There was no evidence of the error in the event history log. The reported problem was not duplicated. The device was tested and found to be operating within manufacturing specification, it passed both calibration and occlusion tests. However, the investigation found that the downstream occlusion sensor was contaminated (fluid ingression damage) which was believed to be the cause of the reported problem. For corrective action the downstream occlusion sensor was replaced. The root cause of reported problem was traced to the user. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: h4: mfg. Date. 20-aug-2014.

Manufacturer narrative:
Additional information received on 01-aug-2022 via email and attached in complaint object: product fault did not occur with a patient, no patient injury was reported. Event problem and evaluation codes: updates not required., correction: model number: 2120.